Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services to report that this device displayed a fault code #1003 associated with a yellow warning message (voltage too low for remaining capacity). The device's battery gauge showed a remaining longevity of 8 years. The patient has heard beeping tones from the device on a couple of occasions. Technical services suggested that the patient should be scheduled for device replacement. A save-to-disk was performed and was enroute to ts for analysis. Analysis on the returned save-to-disk was completed. The device appeared to have been experiencing high current for at least one year and approximately 20 days ago, the high current may have increased substantially from its already elevated level. The local represented informed ts that the patient has been scheduled for discussions with the physician about device replacement. Boston scientific received information from the local representative that this patient has been scheduled for device replacement within 2-weeks. Subsequently, boston scientific received information that this device was explanted and returned to boston scientific.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed four low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.